Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B is currently available. The IFU section 1 lists adverse events, including cardiac arrythmia, and death that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented with arrhythmias post discharge from intensive care unit (ICU). They were readmitted to ICU in emergency post cardiac arrest. Inotropes were initiated; cardiopulmonary resuscitation (CPR) and cardioversion were performed. The patient ultimately passed away due to cardiac arrest on (B)(6) 2026. The outcome was not considered device or therapy related.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
In initial report, aware date (g3) was inadvertently reported as 23feb2026. It was later reported that the correct aware date was 19mar2026. No further information was provided. The manufacturer is closing the file on this event.